Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported that during an atrial fibrillation (afib) procedure, there was noise in polygraph signal. The plugged and unplugged the system and even changed the connection cable did not solve the issue. Also the system indicated an eeprom error in the catheter. By replacing the unit with same type, the issue resolved and the case completed without any patient consequence. Upon follow up, biosense webster received the information on (B)(6) 2013 (which changed the alert date) that showed the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time. It was not possible to distinguish the noise over the electric signal of the heart. Upon receipt, the device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and catheter failed. Further examination showed that the connector and solder joints had corrosion. Furthermore, the eeprom was intended to be read, however since the eeprom data showed an error, it can be determined the eeprom is corrupted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. However, the root cause of the corrupted eeprom remains unknown.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, there was noise in polygraph signal. The plugged and unplugged the system and even changed the connection cable did not solve the issue. Also the system indicated an eprom error in the catheter. By replacing the unit with same type, the issue resolved and the case completed without any patient consequence. Upon follow up, biosense webster received the information on (B)(4) 2013 (which changed the alert date) that showed the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time. It was not possible to distinguish the noise over the electric signal of the heart.